Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic of the jaws was peeling off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Complaint # : trackwise # (B)(4). Autonumber #: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Charred tissue material was observed on the jaw. The silicone insulation on the cold jaw was peeled and torn from the tip towards the end of the jaw, exposing the inner metal part underneath. Microscopic inspection showed that the heater wire slightly flexed but remained attached to the jaw. The wire remained in place at the tip and at the base of the jaws. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" and the analyzed failure "material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic of the jaws was peeling off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.